Event description:
It was reported that the patient had a urine sample collected on (B)(6) 2022 and blood was detected in the urinary analysis. Gross hematuria was not confirmed. The source of the bleeding was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. The account reported that a urinalysis (ua) test detected blood in their urine. No urinary tract infection (uti) was found. A prostate-specific antigen (psa) test was planned for the week of (B)(6) 2022. The ua was done due to urinary frequency. The source of the bleeding was unknown and did not resolve. The patient will be monitored, and their psa test will be checked. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.